Event description:
A surgeon reprots that a loose haptic was noticed following insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.